Event description:
It was reported that the patient's ipg reached end of life. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04536 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds expected longevity, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.